Manufacturer narrative:
Device evaluation summary: once cadd legacy plus pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had no damage. The device history log identified following event: 1004> error - 1310 - (B)(6) 2018 10:49:00 am. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customers concern regarding failed accuracy could not be duplicated. Problem source could not be identified.

Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that "5 to 6 cc of extra medical fluid remained in the cassette" than that indicated on the screen of a smiths medical cadd legacy plus pump - 6500. No adverse patient effects were reported.